Event description:
It was reported that the pump was programmed and started at 8:58pm on (B)(6) 2020 to infuse tpn (total parenteral nutrition) at a rate of 70.8 ml/hr in a 400ml bag for 12 hours, but finished too early. At 2:40am the IV bag was empty, but the pump said there was still 400ml left to infuse. During a test performed by biomed, the large volume pump module (B)(6) was programmed to deliver 12ml at 500ml/hr, but delivered 30ml. The customer stated on the voluntary report to FDA that effective clinical interventions were implemented in a timely manner that prevented/averted harm to the patient. Although requested, further information was not provided. Received a copy of the customer's sus voluntary event report from FDA which states, ¿alaris IV pump did not infuse medication as programmed and flow too fast. Staff identified the problem when air-in-line activated. Here is report from nursing staff caring for the patient. Tpn was programmed in a separate cassette and the had the rate running at 70.8 muhr for 12 hours. However, around 2:40 am. The pump said air-in-line and I noticed the bag of tpn was empty. Even though the pump itself said it still had over 400 ml to administer. Pump was in working condition earlier in the evening when tpn was begun, and on a separate cassette. So I do not know how this happened. Discussed with charge rn and covering doc. Patient sleeping and stable, and will notify him in the am." Cc reported the event to bd alaris on (B)(6) 2020. The bd file number is (B)(4) for over infusion of tpn. Cc biomed conducted its own testing and was able to repeat the defective infusion rate. The cc is scheduled to return the pump to the manufacturer on november 16, 2020. Bd alaris will conduct their investigation of the pump. Effective clinical interventions implemented in timely manner that prevented/ averted harm to the patient."

Manufacturer narrative:
Regulatory agency ref. Number, g.3, d.10, h.10. Inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed with corrosion. Platen assembly upper post was observed broken (platen date code 09/17). The hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The report of an overinfusion of tpn (freeflow) was not replicated during functional testing. ¿the pcu event log contained no obvious programming errors that would result in the reported event. ¿a review of the device error logs found no errors during the time of the reported event. ¿functional testing performed found the pump module to be delivering fluid within specification when tested as received with the broken platen. ¿although the returned pump module passed rate accuracy testing with the broken platen, previous investigations have shown that devices with broken platens at the upper hinge can over or under infuse depending on how the broken platen is seated when the door is closed. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 16 november 2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 12 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
(B)(4) .